Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. Performance data collected from the device was analyzed. High resistance/impedance was found. One patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011. The daily pace lead impedance trend data shows an abrupt increase for ventricular pace bi impedance from 532 to 4047 ohms max between (B)(6) 2011 and (B)(6) 2011. Additionally, programmer data shows lead integrity alert triggered on (B)(6) 2011. Oversensing was also noted. Fifteen ventricular nst<=200 ms average v-cycle occurred on (B)(6) 2011 and three vf<=210 ms on (B)(6) 2011 in the timeframe between 07:58:07 and 12:46:53.

Event description:
It was reported that the patient had chronic atrial fibrillation and was shocked a high number of times due to a fractured lead. The patient had a massive stroke because the shocks threw a blood clot. A lead integrity alert was triggered and over sensing was on the lead. The lead was capped and replaced. It was also reported that the physician made a medical decision to down graded the device from a defibrillator to a pacemaker due to a debilitating stroke status. No further patient complications have been reported as a result of this event.